Manufacturer narrative:
An event regarding periprosthetic fracture involving a meridian stem was reported. The event was confirmed. Method and results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: peri-prosthetic fracture is in principal a procedure-related complication of any total hip arthroplasty with sometimes additional patient-related risk factors such as osteoporosis about which there is no clinical information due to general lack of information device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including return of device, primary and revision operative reports, additional x-rays, patient history, clinical history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
Patient was seen by physician and it was determined that patient had a calcar fracture with femoral stem subsidence. Left hip. Physician revised with restoration cone conical stem and constrained liner.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was seen by physician and it was determined that patient had a calcar fracture with femoral stem subsidence. Left hip. Physician revised with restoration cone conical stem and constrained liner.